Event description:
Customer reportedly received result of 91 mg/dl from the professional meter and result of 508mg/dl on the accu-chek advantage system within 10 minutes. Customer reports experiencing low blood sugar symptoms and was driven to the hospital. Customer was treated with juice but refused to see the doctor. No adverse event reported. Requested return of suspect device and replacement was sent.